Event description:
Hosp reports that allegedly at the beginning of a gynecological procedure, the pt began bleeding. The equimat unit measured +300cc's, which was attributed to the bleeding. Four 3000ml bags were used and the case lasted 20 minutes. By the end of the case, the equimat showed a deficit of -200cc's. Pt had a sodium level of 115 and was suffering from hypernatremia. Pt spent 24 hrs in ICU and was released from the hosp after a total of 48 hrs. Pt is reported to be doing well.